Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post the revision of the right atrial (ra) lead, the lead dislodged again. The patient experienced phrenic nerve stimulation also. The ra lead was removed and replaced. Intra-operatively, the insulation was cut by the physician assisting with the replacement in order to retain a wire and avoid sticking the patient again to gain access. The patient's atrium was challenging and acceptable parameters were hard to find. No further patient complications have been reported as a result of this event.